Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this non-boston scientific right ventricular (rv) lead and implantable pacemaker exhibited transient higher pace impedance spike measurements, increasing from roughly 500 ohms to 1,000 ohms three times in the last six months. Technical services (ts) discussed normal device function, no current episodes or out of range measurements. No adverse patient effects were reported. At this time, the device system remains in service.